Event description:
It was reported that the patient had 3 entire systems removed as of recently. Each system was removed because the implantable neuro stimulator (ins) would migrate superficially. The patient also needed some mris because they were having back problems unrelated to the implant. The patient wanted another system put in if they could resolve this recurrent issue. The patient¿s ins had buttock placement and all 3 implants were performed by separate implanters. The patient complained of irritation associated with the migration on each occasion and it was unknown if the patient had an allergy to the device or the extent of skin erosion if any. It was unknown what techniques were used to mitigate the migrations and adverse events. The patient did not currently have a system implanted and all components were explanted. The patient had good results with the therapy and wanted another implant. The patient did not currently have a dedicated health care provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v149875, implanted: (B)(6) 2008, product type: lead. (B)(4).